Manufacturer narrative:
(B)(4). Event date was (B)(6) 2014. Procedure was a laparoscopic gastric sleeve.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It is reported that during a gastric bypass procedure on the first firing, the staples in the green reload did not close all the way around. The case was completed with this same device with blue reloads. No patient consequences were reported.